Event description:
Customer called to report the pump's lead screw was not moving during priming. It was stated that the customer dropped the device from about three feet high onto a hardwood floor. Troubleshooting was performed. Pump failed the test.